Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by peritoneal cloudy effluent. The cause of the peritonitis was not reported. It was reported that the patient "attended hospital" however it was not reported if the patient was admitted for the event. On an unknown date, the patient was treated with unspecified antibiotics (dose not reported, frequency and route not reported, discontinued). At the time of this report, it was unknown if the patient recovered from peritonitis, however it was reported that the cloudy effluent was not resolved. Pd therapy was ongoing. No additional information is available.